Manufacturer narrative:
Updated a.1 - patient identifier. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 03-sep-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, severe calcification in the left ventricular outflow tract (lvot) from the non-coronary cusp (ncc) to the right coronary cusp (rcc) side was reported. Resistance passing the delivery catheter system (dcs) through the aortic valve was reported. After valve placement, final contrast was performed, revealing part of the calcification in the left ventricular outflow tract (lvot) had peeled off and was moving with the heart beats. Upon checking the aortography prior to implantation, it was found that there was a section that had peeled off prior to implantation. During advancement of the dcs, a tear/dissection occurred and a noticeable amount of contrast seemed to show after valve implant. The dissection was located in the lvot, in the same place as the peeled calcification. Per the physician, the dcs contributed to this dissection. It was determined that it was not a small amount of calcification and the best course of action was to open the chest to remove the calcification. An incision was made in the aorta on the top of the valve outflow and the loose calcification in the lvot was removed under an endoscope via the incision. The calcification was approximately 15 millimeter (mm). A surgical repair of the dissection also was performed at this time. The transcatheter valve was explanted and a surgical aortic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record for the delivery catheter system (dcs) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that resistance was observed when attempting to advance the dcs past the patient¿s aortic valve. Diffic ulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that there was calcification of the left ventricular outflow tract (lvot). This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available. After valve placement, final contrast was performed, revealing part of the calcification in the left ventricular outflow tract (lvot) had peeled off and was moving with the heart beats. During advancement of the dcs, a tear/dissection occurred and a noticeable amount of contrast seemed to show after valve implant. The dissection was located in the lvot, in the same place as the peeled calcification. Per the physician, the dcs contributed to this dissection. Vessel injury, such as dissection, is a known adverse patient effect per the device instructions for use, and is typically related to patient anatomical factors, in addition to procedural and device factors. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Updated data: h6 - method code, results code, conclusion code corrected data: h8 - usage of device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the transcatheter valve was never explanted and remains implanted. Updated section h.6 method code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.